Event description:
The customer reported that the jaws of the device were sticking to tissue during a procedure. There was tearing of the tissue upon removal of the device. The patient lost between 300 and 400cc of blood. The customer notes that the device was cleaned frequently. The patient is said to have recovered.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.